Event description:
The pt received two leads with the same lot number. It was reported the pt did not have adequate peripheral stimulation coverage (off-label use) with one lead. The physician took x-rays, and noted one of the leads had migrated. The physician tried to remove the migrated lead, but was unable to remove due to scar tissue. The physician placed a new lead. F/u identified the pt had effective coverage postoperative.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.